Manufacturer narrative:
The FDA auditor, (B)(4) obtained several related documents from chalgren. Also the incident was reported to (B)(4) branch of the FDA. Mr. (B)(4) indicated he would contact chalgren if further info is needed.

Event description:
Some tyvek pouches had inadequate seals compromising sterile integrity. This affected product 110-725, lot #p059, manufactured 04/11/2006 and expired 04/2009. Product was removed from MFR's inventory and also removed from the marketplace. A corrections and removals record was generated by chalgren. However, during a recent audit it was determined that an MDR should have been reported and that a recall, not corrections and removal should have taken place. The incident was recorded on complaint record (B)(4) and the product nonconformity was tracked on (B)(4).